Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported problem. The system was tested and verified as ready for use. The mtm unit has been returned and evaluated by the failure analysis (fa) team. Failure analysis replicated/confirmed the customer's reported complaint. Fa was able to be reproduce the failure during visual inspection. During evaluation, the magnet on the lever was out causing mtm not to move. The grip levers will be replaced as a fix. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer aborted the case after the start of the procedure due to repetitive errors with the surgeon console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the site called in to report error message on screen ¿move master grips to match instruments¿. Technical support engineer (tse) didn't found significant error in the logs. The nurse stated that the instruments in the left hand can be controlled by master tool manipulator left (mtml) but others installed on universal surgical manipulator 3 (usm3) or usm4 cannot. When surgeon wanted to control usm3 or usm4, error message ¿move master grips to match instruments¿ is present. The tse guided surgeon through the surgeon side console (ssc) touchpad menu to set the mtm assignment manually to have it in left hand #2 and for right hand #1. After saving this configuration, surgeon stated that the behavior is now reversed. Error message was displayed for mtml hand and not for mtmr. The instruments assigned on mtmr were controllable. Due to strange behavior, the tse asked the customer if another ssc was present, but the customer stated no. The tse guided the surgeon to hard power cycle system including breaker and emergency power off (epo) after a soft power down. The surgeon was in a rush to switch the breaker from the ssc without soft powering down the system. Due to weird system behavior and lack of significant error, the tse asked again surgeon if no other ssc is present, but the customer stated no. Surgeon asked what else can be done and the tse informed them that they have run out of options. On tse¿s request, surgeon doesn't know the surgery outcome. Tse asked if the surgery will be converted, cancelled or postponed, but the from what tse understood, the surgeon stated that the patient has a consent only for surgery with robot. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was only identified after the ports had been placed, the robot was docked and instruments inserted. The surgeon found that he could not operate the usm 3 and 4. The system was powered up as normal, the self check was completed, and no areas of concern were identified. The issue was identified when the surgeon went to the surgeon side console approximately 10 / 15 mins from start of operation. The procedure was aborted after trying and failing to get the robot to work. In this time the patient was being monitored by the anesthesiologist and all relevant checks were being done. It was noted that the patient experienced constipation post the operation brought on by the spinal anesthetic. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.